Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and an emergency medical technician (emt) provided assistance by checking vitals and administering an intravenous medication to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.